Event description:
The hcp reported that a catheter kink/occlusion was noted at the lumbar site. The patient was experiencing increased pain in hips and legs. The device was explanted and replaced. The patient recovered without sequela.

Manufacturer narrative:
.